Event description:
Concurrent medical conditions included diabetes. Concurrent medications included intermediate/long-acting insulin (humulin 70/30). In 2005, the patient started poligrip at unknown dosing. An unknown time later, the patient experienced shortness of breath on exertion and reported noticing pink saliva when he coughed or blew his nose, which he attributed to the poligrip. In 2005, the patient experienced an allergic reaction, further described as his throat closing, closing of his lower airways, and sticky phlegm. The patient was transported to the hospital, and a tracheotomy was inserted. He stopped breathing twice during the procedure and was placed in the intensive care unit. The patient was treated with levalbuterol hydrochloride (xopenex), ipratropium bromide and propylthiouracil. He was discharged after one week, and the tracheotomy was scheduled for removal in 2005. Treatment with poligrip was discontinued. At the time of reporting, the events were improved.